Event description:
The patient experienced symptoms compatible with failure of the pacemaker to fire for a short period of time with the result of patient passing out. Testing of the lead found this to be the cause of the problem. The lead was implanted 5/7/86. The illness occurred 12/10/91. A new lead was implanted 12/16/91. The patient was discharged in satisfactory conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.